Event description:
Account reports they are getting co2 fliers on their analyzer after the analyzer was decontaminated. The incorrect results were not used to guide pt therapy. The field service rep changed valves and serviced the photometer to repair the instrument.